Event description:
Clinical trial. It was reported that post index procedure, the pt had a stent thrombosis (st) and arrested. The pt presented for the index procedure with an acute myocardial infarction. The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 3.2mm wide, 10mm long, and 99% stenosed. The physician predilated the lesion prior to placing a 3.5x8mm taxus express2 stent. During an attempt to revascularize the right coronary artery (rca), the pt had an episode of ventricular fibrillation requiring CPR, defibrillation and intubation. An st was found in the taxus stent. The pt was given bail out abcixmab, along with etomidate, midazolam, amiodaron and suprarenin. The pt also rec'd a second taxus stent distal to the first stent placed in the lad. It was noted that there was considerable thrombotic material remaining. Post procedure, the pt had prolonged cardiogenic shock which required placement of an intra aortic balloon pump (iabp) and differentiated catecholamine therapy. A pulmonary catheter was placed for hemodynamic monitoring. The pt slowly stabilized and the iabp was removed 4 days later. Catecholamines were stopped as well. The pt also had renal failure and hypoxic brain damage, but the site reported the pt was discharged 19 days post index procedure in "normal mental health" and on aspirin and plavix. In the opinion of the physician; there is a possible relationship between the taxus stent and the st, as well as a definite relationship between the taxus stent and the cardiogenic shock.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 8917514 found that the device met its material, assembly and product specifications, at the time of release to distribution. No root cause can be determined.